Event description:
According to the reporter, during a bravo procedure, there was a failure to attach with no harm to the patient. There was no medical intervention required but a repeat procedure needed to be performed. There was nothing unusual about the patient or procedure itself that led to the event. The patient was given an endoscopy prior to the procedure and the esophagus appeared normal. The delivery system and capsule will be returned to given for investigation.